Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Lot number, expiration date and UDI number unknown / not provided. Explant date unknown / not provided. First/given name: unknown / not provided. Manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant was removed due to an implant fracture. Fracture of the implant at the collar level.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following information has been updated: b3: date of event. B4: date of this report. D7: explant date. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.